Event description:
The x-ray system crashed during a scanning.

Manufacturer narrative:
(Eval method/results/conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.